Event description:
It was reported to philips that the monitor intermittently shut off, causing image loss on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the software; system was monitored for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).